Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that prior to patient contact, the tip of the amplatz wire guide was noted to be frayed. Another device was used and there was no reported impact to the patient as a result of the product issue.